Event description:
It was reported that, following atrial pacing in this pacemaker, the r-waves were blanked, resulting in a ventricular pacing event that subsequently induced a ventricular tachycardia (vt). Technical services (ts) reviewed the event and provided troubleshooting recommendations. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that, following atrial pacing in this pacemaker, the r-waves were blanked, resulting in a ventricular pacing event that subsequently induced a ventricular tachycardia (vt). Technical services (ts) reviewed the event and provided troubleshooting recommendations. No adverse patient effects were reported. This pacemaker remains in service. Additional information was obtained; the device was explanted and replaced.